Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent cancer surgery on an unknown date and suture was used. During surgery, the suture broke off. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) date sent to the FDA: 02/12/2018 retained samples were visually examined and physically evaluated for individual needle pull-off and knot pull tensile strength values. The samples met release requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. All the average as well as individual needle pull-off and knot pull tensile strength values were found to meet the in-house requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.